Event description:
The event is reported as: alleged issue: jaw tips not aligned and did not close properly while in use on a patient. Unable to obtain any further information. No reported patient injury.

Manufacturer narrative:
DHR was reviewed and found complete without any irregularities. Visual examination found the knob assembly is cracked in front of the flush port and badly faded in color, the flush port cap is missing. Evaluation of the returned instrument showed that the jaw of the instrument are aligned and the instrument picks-up, closes and releases clips as required. The complaint cannot be confirmed. Parts were 100% visually inspected and tested at the manufacturers before being sent to customer. No irregularities were found or reported at the time of inspection and assembly, as this is standard procedure for all instruments manufactured at the facility. No corrective actions taken.